Event description:
It was reported that the customer had issues with the nasogastric tube with the small bore and not being able to suction properly. Customer would be converting back to non-enfit nasogastric tubes. Customer also added that in prevent filter, they getting leakage. It sounded as if this happens with enfit and non-enfit versions. Representative advised not to use water but air to clear this tubing, elevating the tube and not let it hang down off the bed and provided customer with instruction for use. Also scheduling training with the team for september to cover prevent filter plus general training on nasogastric tube.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿dimensions not designed correctly¿. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the customer had issues with the nasogastric tube with the small bore and not being able to suction properly. Customer would be converting back to non-enfit nasogastric tubes. Customer also added that in prevent filter, they getting leakage. It sounded as if this happens with enfit and non-enfit versions. Representative advised not to use water but air to clear this tubing, elevating the tube and not let it hang down off the bed and provided customer with instruction for use. Also scheduling training with the team for september to cover prevent filter plus general training on nasogastric tube.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.